Manufacturer narrative:
Device evaluated by MFR.returned product consisted of an nc emerge balloon catheter. Visual inspection revealed that at 8.5cm proximal from the midshaft bond, the hypotube was separated. The separated ends were jagged in shape, indicating that the device was likely kinked prior to separation. Microscope inspection revealed no damage or irregularity. There was blood present in the guidewire lumen and the balloon was tightly folded.

Event description:
It was reported that balloon detachment occurred. A 3.00mm x 15mm nc emerge balloon catheter was used for treatment. However, during opening of the package, the balloon came apart. The procedure was completed. There were no patient complications reported.

Event description:
It was reported that balloon detachment occurred. A 3.00mm x 15mm nc emerge balloon catheter was used for treatment. However, during opening of the package, the balloon came apart. The procedure was completed. There were no patient complications reported.